Event description:
It was reported that the delta chamber was broken during the operation.

Manufacturer narrative:
(B)(4). The valve was patent and passed siphon and reflux testing. The device performance met all established specifications for pressure-flow and preimplantation testing. However, the valve did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unk how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. No pt impact was reported. All of our valves are 100% tested at the time of manufacture.